Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings of dim pump running leds, broken strain reliefs on the connector side, kink in the white power cable were found during the investigation. The reported event of a green substance coming from a tear in the black power cable was confirmed via evaluation of the returned system controller (serial number: (B)(6)) and the submitted photo. Visual inspection of the returned controller revealed a tear in the black power cable with a green substance coming from inside the power cable near the strain relief on the controller side; the green substance is consistent with fluid ingress inside the controller power cable. Evaluation of the controller power cables revealed slightly elevated resistances on the underlying wires that resulted in a slightly decreased supply voltage when tested with a test power module and mock circulatory loop. The fluid ingress, power cable damage, and associated decreased voltage did not affect the controller's ability to operate the test pump at the set speed. The controller successfully operated in a mock circulatory loop while connected to a test power module and while connected to test 14v batteries without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The outer jacket was removed from both power cables for further inspection and the green fluid substance was observed on the underlying wires. Minor kinks on the underlying wires of the black power cable were also observed beneath the outer jacket tear. No other issues were observed. The log file downloaded from the returned controller contained approximately 1.5 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). Intermittent low voltage advisory alarms that were not associated with routine battery depletion were captured throughout the log file while connected to 14v batteries due to the rsoc voltage levels dropping; the atypical alarms occurred on both the black and white power cables. The voltage was also captured below the expected voltage while connected to the power module; however, the voltage did not drop enough to activate any alarms. The atypical alarms and decreased voltages did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 10:25:34 to exchange the system controller. No other notable alarms were active in the log file. The decreased voltages observed in the log file and on the power module during testing appear to be due degradation of the underlying wires of the power cables caused by the observed power cable damage and fluid ingress. Although not reproduced during testing, the observed power cable damage and fluid ingress may have resulted in the atypical low voltage advisory alarms observed in the log file. The reported green substance was determined to be caused by fluid inside the power cable. The root cause of the fluid entering the power cable could not be conclusively determined through this analysis; however, the tear in the power cable's outer jacket may have contributed to the fluid entering the power cable. The root cause of the tear in the outer jacket could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also caution the user not to twist, kink, or sharply bend the system controller power cables. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a green substance coming from a tear in the black power cable. The hm ii was operating as expected, and there were no alarms. The system controller exchange performed successfully.